Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Cines were received for review. In summary of the cines; there are two valve load checks related to this event confirming good loads. The imaging provided confirms a post balloon aortic valvuloplasty (bav) is performed due to paravalvular leak (pvl) seen on the transesophageal echocardiogram (tee). After the post bav, severe aortic regurgitation is present on tee and another valve is deployed inside the first one (valve-in-valve). Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions, and a conclusive cause could not be determined from the limited information available. Based on the additional information, preliminary assessments of the cause(s) of the leaflet damage noted on the reviewed angiogram images suggest that a post valve deployment intervention is possibly among the factors leading to the damage of the leaflet. However, it was also stated that the non- medtronic straight tip wire may have led to a leaflet tear as well. Although the usage of the wire was not among the images provided for review. It was also reported that the bav was performed by hand inflation using a 60cc syringe. Without knowing the manufacturer of the balloon used and the actual inflation pressures of the post implant bav is unknown if an assignable root cause leading to the leaflet tear and subsequent regurgitation/pvl cannot be conclusively determined at this time. In this event, a second valve was implanted successfully. (B)(4). Updated data: h.6 - eval method, eval results and eval conclusion codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received which reported the possible leaflet tear was not visualized on transesophageal echocardiogram (tee). However, the tee it did show the moderate central ai. The bav used was a non-medtronic device. A 60 cubic centimeters (cc) syringe with hand inflation was used to inflate the balloon. No additional adverse patient effects were reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the successful deployment of this transcatheter bioprosthetic valve, mild paravalvular leak (pvl) was reported on echocardiogram. While trying to cross the implanted valve to perform a balloon aortic valvuloplasty (bav), it was reported that the 0.035 straight tip wire may have caused a valve leaflet tear. The post implant bav was performed using a 28 millimeter (mm) balloon with one inflation for three seconds. Moderate central aortic insufficiency (ai) was reported. A second valve was successfully implanted. No additional adverse patient effects were reported.